Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device triggered an out of range pacing impedance measurement. No intervention to date. No adverse effects were reported.